Event description:
It was reported that pt underwent total hip replacement in 2007, in which he rec'd a durom cup acetabular component. Pt has been experiencing pain and is scheduled for revision in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc, which markets the devices in the us.